Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Update dw 08-apr-2025: further information was provided that the broken part was retrieved out of the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the suture tape, and suture tape round of the tightrope® ii rt, reconstruction with internalbrace¿ ligament augmentation repair were cut. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.

Event description:
It was reported that during an anterior cruciate ligament surgery while the surgeon tightened the the device the tape broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.